Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as the pt made a mistake of touch contamination and did not clean the exchange area prior to starting pd therapy. The pt was asymptomatic and was not hospitalized for the event. On an unreported date, the pt received treatment with unspecified antibiotics, orally (dose and frequency not reported). On an unreported date, dianeal and extraneal therapies were withdrawn and the patient¿s pd catheter was removed. On an unreported date, the pt began hemodialysis. At the time of this report the peritonitis was resolving and the pt was recovering. Additional information was requested but is not available

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.